Manufacturer narrative:
Investigation/evaluation: a review of the documentation including the complaint history, drawing, instructions for use (IFU), manufacturing instructions and quality control, as well as a visual inspection, functional test and dimensional verification of the returned devices was conducted during the investigation. The complainant returned two devices in used condition to cook for investigation. The first device was returned without a hub and with the dilator inserted into the sheath. Biological matter was present on the device. After much effort, the dilator was removed from the sheath and revealed sticky biological matter heavily covering the dilator. No damage was noted to the dilator aside from the tip appearing slightly crimped, most likely from use. The second device was returned with a sheath, a hub and an uninserted dilator. Biological matter was present on all components, with no additional surface damage noted. The sheath flare appeared wavy and round. Due to excess biological matter on the dilator, it was unable to be re-inserted into the sheath. Device attributes were measured and found to be within manufacturing specifications. Investigators observed the reported failure mode. There is no evidence to suggest that the devices were not manufactured to current specifications. Additionally, a document based investigation evaluation was performed. It was concluded that sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. A review of the design history file found that all test articles met the acceptance criterion and their tensile test peak loads exceeded the requirement. A review of the device history record could not be completed due to lack of lot information from the user facility. Without further information we are unable to identify the complaint device lot. Therefore, there is no evidence to suggest all items in the lot or similar devices in house or in the field are non-conforming. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: instructions for use: " insert the introducer sheath over the wire guide and across the percutaneous tract into anatomic structure. Position the radiopaque band of the sheath at or beyond the stone(s). Remove the wire guide and dilator from the sheath, leaving the sheath in position. Once the stone(s) are captured, withdraw the basket and sheath from the tract." How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, the examination of returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: this MDR is being submitted to indicate the event is not reportable. Upon further review, it was determined that this event is not reportable per 21cfr part 803.50 as it does not meet the criteria for a death, serious injury or reportable product malfunction. A review of reporting software revealed there are no previous incidents of hub separation of the rssw sheath that lead to a death or serious injury. Additionally review of risk documentation indicated that this malfunction is not likely to cause serious injury if it were to reoccur. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical product files updated: photos attached (B)(6) 2019. B5- the initial report stated the basket sheath and sheath hub were separated. The device was removed and replaced without issue. This report is being sent to state that a second device was used and experienced the same failure mode. After the second device failure, another product of the same type was used successfully. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Concomitant medical products: terumo wire guide. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a wittichi nitinol stone basket was used for biliary stone removal. As reported, the basket sheath and sheath hub were separated. The device was removed without any problems and another product of the same type was used. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.